Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. The customer¿s blood glucose (bg) level of 500 mg/dl, ¿prolonged blurry vision¿, and a high ketone level identified as dangerous by healthcare professional. Customer tried to address the elevated bg by a manual insulin injection. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous insulin and saline. Treatment resolved the issue and the customer was released for the hospital on (B)(6) 2023. Ultimately the customer reverted to an alternate method of insulin delivery.